Manufacturer narrative:
Date of birth: the patient was born in 1962. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. A visual inspection with the naked eye noted iodine staining around the main body of the transfer set suggesting an iodine leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with the returned mini cap attached to the female connector and a leak was observed beneath the mini cap. During re-testing with an in lab mini cap a leak beneath the mini cap was observed. The reported condition was verified. The cause of the damaged female connector was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.